Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during prime while the patient was not connected. The home patient (hp) was requesting assistance to open the hc door to get the cassette out. The hp stated that she was unable to connect the patient line to the transfer set. The technical service representative (tsr) made sure that the hp was using the patient line. The tsr assisted as requested. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that she did not notice anything unusual about the supplies at all, and had gone in to her nurse to have her transfer set checked. The nurse confirmed that there were no issues with the transfer set, and the patient continued to use it. The patient stated that she did not previously have issues, and was able to use cassettes from a new box also without issue. There were no samples available, and she did not have any information regarding her transfer set. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.